Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the vermillion border and marionette lines with 1 syringe of juvéderm volbella® xc and 1 syringe of juvéderm vollure¿ xc. The patient developed a ¿granuloma.¿ the patient then had a biopsy 8 months post-injection that came back as ¿granuloma.¿ the patient was treated 2 months later with hylenex. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00654 (allergan complaint#: (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc.